Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, one of the screwdriver shaft stardrive for matrix was stripped at the distal end tip as well as one of the retaining sleeve standard for matrix was also damaged at the distal end tip where the rings was starting to wear down and come off due to the patient hard bone during a matrix posterior spinal fusion. No fragments were generated. Nothing fell into the patient. The procedure was successfully completed with no surgical delay reported. There was no patient consequence. This report is for a holding sleeve. This is report 2 of 2 for (B)(4).